Event description:
During a cataract extraction procedure, the clinic reported a corneal burn occurred in the pt's operative eye due to lack of irrigation with the phaco machine. The wound required an unplanned suture to close the incision.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. The technician was not able to duplicate the reported event. The cause of corneal burn was not able to be determined.